Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was having generator replacement surgery. System diagnostics were performed while the generator was in the pocket, which showed eos. The device had been in the pocket for about 5 minutes at that point. The device was not interrogated while in the sterile pack prior to the case. The company representative did do an initial interrogation, and the eos warning was not present at that time, so the premature eos was most likely not due to temperature. System diagnostics were performed again, which also showed eos and impedance = 1407ohms. The company representative did not believe that the physician used cautery once the device was in the sterile field, and the physician used his fingers to shape the pocket. A backup generator was used without issue. Review of the programming history and decoded data shows that diagnostic testing was not performed until the end of the available history. Impedance was within normal limits; however, the battery status was set to pulse disabled. Without previous diagnostics from earlier in the sequence of events, it is unknown when the pulse disabled event occurred. Battery voltage associated with the initial interrogation shows 3.342 v while the voltage at the last two system diagnostics showed 1.965v and 1.971v. The generator was received on (B)(6) 2016. Analysis was completed on 03/10/2016. Review of the data downloaded from the pulse generator "as received" shows the pulse disabled byte was not set to a value that represents a vbat<eos threshold condition. In addition, review of the data downloaded from the pulse generator shows a recorded value of 1.717 volts for minimum battery voltage, indicating an eos condition had occurred. However, burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant/explant, which may have been a contributing factor. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The pulse generator diagnostics were as expected for the programmed parameters. The battery, 3.093 volts as measured, showed an ifi=no condition. The data in the memory locations revealed that 0.384% of the battery had been consumed. Other than the noted event (pulse disabled), there were no performance or any other type of adverse condition found with the pulse generator.